Event description:
It was reported that the aseptic housing opened up during a procedure and exposed the non sterile battery to the surgical site. The procedure was completed with the same device without any delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the aseptic housing opened up during a procedure and exposed the non sterile battery to the surgical site. The procedure was completed with the same device without any delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.